Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. The balloon was removed and replaced with a new 61-70 cm balloon. No patient complications were reported in relation to this event. No more information is available at the moment. Additional information received. It was further reported that the device stopped working after 8 months of use. The surgery was 3 months after that. The balloon had a leak at the portion of the balloon that attaches to the tubing. It was replaced with a new 61-70 balloon. The device was tested after balloon replacement and it worked fine. No more information is available.